Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Return requested. Replacement radiolucent frame mount arm shipped to site. No parts have been received by manufacturer for analysis. No further issues have been reported. Part not received by manufacturer.

Event description:
A medtronic representative reported that the site has a damaged radiolucent frame mount arm. The starburst threads from the articulating arm will not seat properly on the cranial reference frame. No further details regarding the damage, or how it occurred, were provided. There was no patient present when this issue was identified.

Manufacturer narrative:
Investigation of first returned suspect radiolucent frame mount finds that ss reported, the threads are damaged on the base. It appears to have been cross threaded. The reported issue was confirmed to be caused by a mechanical failure. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.